Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer run self-test and insulin pump had hardware low level failures alarm. Customer¿s blood glucose level was 483 mg/dl. Customer stated that the bolus rate and bolus match with daily totals, programmed bolus and insulin exists tubing. Customer stated that the bolus delivery seen in bolus memory. Customer stated that they were unable to performed high-pressure test. Customer stated that they performed displacement verification test and test result was passed. The device will not be returned for analysis.